Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of injury ("she has been suffering for 10 years and with wrong diagnosis, essure has mutilated her a part of a healthy limb"), pelvic pain ("chronic pelvic pain") and genital haemorrhage ("hemorrhages with clots") in a (B)(6) year-old female patient who had essure ((B)(4)) inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device use issue "three essure devices were inserted" from 2009 to 20-sep-2016. The patient's past medical history included vena cava thrombosis in 1995. On (B)(6) 2005, the patient had essure ((B)(4)) inserted. In 2007, the patient experienced injury (seriousness criteria medically significant and intervention required). In 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal distension ("exaggerated abdominal swelling"), migraine ("migraines"), nausea ("nausea"), the first episode of arthralgia ("joint pain"), myalgia ("muscle pain"), pain ("pain nos"), food intolerance ("intolerance to food"), vomiting ("vomiting"), headache ("headaches"), alopecia ("hair loss") and menstrual disorder ("uncontrolled menstrual periods"). On an unknown date, the patient experienced the second episode of arthralgia ("hip pain"). The patient was treated with ibuprofen, metamizole magnesium (nolotil), tramadol and surgery (essure was removed on (B)(6) 2016). Essure ((B)(4)) was removed on (B)(6) 2016. On (B)(6) 2016, the pelvic pain, genital haemorrhage, abdominal distension, migraine, nausea, myalgia, pain, food intolerance, vomiting, headache, alopecia and menstrual disorder had resolved. At the time of the report, the injury had not resolved and the last episode of arthralgia outcome was unknown. The reporter considered abdominal distension, alopecia, food intolerance, genital haemorrhage, headache, injury, menstrual disorder, migraine, myalgia, nausea, pain, pelvic pain, vomiting, the first episode of arthralgia and the second episode of arthralgia to be related to essure ((B)(4)). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.7 kg/sqm. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 21-aug-2017 for the following meddra preferred terms: pelvic pain. The analysis in the global safety database revealed 3549 cases. Injury. The analysis in the global safety database revealed 2 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pts. Quality-safety evaluation of ptc: samples are not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we can not exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confimed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 17-aug-2017: event hip pain added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of injury ("she has been suffering for 10 years and with wrong diagnosis, essure has mutilated her a part of a healthy limb"), pelvic pain ("chronic pelvic pain"), intestinal perforation ("one essure migrated to the bowel and was lodged there. Each time she sneeze, essure was stuck"), device dislocation ("one essure migrated to the bowel and was lodged there"), genital haemorrhage ("hemorrhages with clots") and blood urine present ("blood in urine") in a 44-year-old female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device use issue "three essure devices were inserted / she has implanted 3 devices instead of 2" from 2009 to (B)(6) 2016. The patient's past medical history included vena cava thrombosis in 1995. On (B)(6) 2005, the patient had essure (ess205) inserted. In 2007, the patient experienced injury (seriousness criteria medically significant and intervention required). In 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal distension ("exaggerated abdominal swelling"), migraine ("migraines"), nausea ("nausea"), the first episode of arthralgia ("joint pain"), myalgia ("muscle pain"), the first episode of pain ("pain nos"), food intolerance ("intolerance to food"), vomiting ("vomiting"), headache ("headaches"), alopecia ("hair loss") and menstrual disorder ("uncontrolled menstrual periods"). On an unknown date, the patient experienced intestinal perforation (seriousness criteria medically significant and intervention required) with haematochezia, device dislocation (seriousness criteria medically significant and intervention required), blood urine present (seriousness criterion medically significant), the second episode of arthralgia ("hip pain"), swelling ("swelling"), urinary tract infection ("urinary infections"), tachycardia ("chronic tachycardia"), uterine contractions abnormal ("uterine contractions"), dysmenorrhoea ("painful menstrual bleedings"), fatigue ("tiredness"), the third episode of arthralgia ("knee and elbow pain"), back pain ("back pain / too much pains in lumbar"), abdominal pain ("abdominal pain"), bone pain ("bone pain") and the second episode of pain ("generalized pain"). The patient was treated with ibuprofen, metamizole magnesium (nolotil), tramadol, surgery (essure was removed on (B)(6) 2016), surgery (essure was removed on (B)(6) 2016), surgery (essure was removed on (B)(6) 2016) and surgery (essure was removed on (B)(6) 2016). Essure (ess205) was removed on (B)(6) 2016. On (B)(6) 2016, the pelvic pain, genital haemorrhage, abdominal distension, migraine, nausea, myalgia, food intolerance, vomiting, headache, alopecia and menstrual disorder had resolved. At the time of the report, the injury had not resolved, the intestinal perforation, device dislocation, blood urine present, dysmenorrhoea, fatigue, the last episode of arthralgia, back pain, abdominal pain, bone pain and the last episode of pain had resolved and the swelling, urinary tract infection, tachycardia and uterine contractions abnormal outcome was unknown. The reporter considered abdominal distension, abdominal pain, alopecia, back pain, blood urine present, bone pain, device dislocation, dysmenorrhoea, fatigue, food intolerance, genital haemorrhage, headache, injury, intestinal perforation, menstrual disorder, migraine, myalgia, nausea, pelvic pain, swelling, tachycardia, urinary tract infection, uterine contractions abnormal, vomiting, the first episode of arthralgia, the first episode of pain, the second episode of arthralgia, the second episode of pain and the third episode of arthralgia to be related to essure (ess205). The reporter commented: she reported that 5 years after the product implantation, she started with the first events, which avoided her to perform the most simple activities. After radiography it was found that she has implanted 3 devices instead of 2, and they commented her that nothing was wrong if more than 2 devices were placed; one essure migrated to the bowel, and each time she sneeze the product was stuck and she also commented that this was the cause of the blood in stools and urine. Furthermore the patient referred that in september she underwent a surgery to remove the device and since that date she has never presented the reported events again. She reported to have increased weight because she can eat everything. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.7 kg/sqm. Quality-safety evaluation of ptc: samples are not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we can not exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 19-sep-2018: reporter and patient's information were updated. The events ¿painful menstrual bleedings¿, ¿intestinal perforation¿, ¿device dislocation¿, ¿blood in urine¿, ¿tiredness¿, ¿arthralgia¿, ¿back pain¿, ¿abdominal pain¿, ¿bone pain¿, and ¿generalized pain¿ were added, and ¿blood in stools¿ was considered symptom of the event ¿intestinal perforation¿. All the events were considered as related by the consumer. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain"), gastrointestinal injury ("one essure migrated to the bowel and was lodged there. Each time she sneeze, essure was stuck"), device dislocation ("one essure migrated to the bowel and was lodged there"), device breakage ("she has essure remains in her uterus"), embedded device ("she has essure remains in her uterus"), injury ("she has been suffering for 10 years and with wrong diagnosis, essure has mutilated her a part of a healthy limb"), genital haemorrhage ("hemorrhages with clots") and blood urine present ("blood in urine") in a 44-year-old female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device use issue "three essure devices were inserted / she has implanted 3 devices instead of 2" from 2009 to (B)(6) 2016. The patient's medical history included vena cava thrombosis in 1995. On (B)(6) 2005, the patient had essure (ess205) inserted. In 2007, the patient experienced injury (seriousness criteria medically significant and intervention required). In 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal distension ("exaggerated abdominal swelling"), migraine ("migraines"), nausea ("nausea"), the first episode of arthralgia ("joint pain"), myalgia ("muscle pain"), the first episode of pain ("pain nos"), food intolerance ("intolerance to food"), vomiting ("vomiting"), headache ("headaches"), alopecia ("hair loss") and polymenorrhoea ("uncontrolled menstrual periods/ menstrual bleedings of among 10 and 15 days"). In 2010, the patient experienced the second episode of arthralgia ("hip pain") and dyspepsia ("digestive problems"). On an unknown date, the patient experienced gastrointestinal injury (seriousness criteria medically significant and intervention required) with haematochezia, device dislocation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), swelling ("swelling"), urinary tract infection ("urinary infections"), tachycardia ("chronic tachycardia"), uterine spasm ("uterine contractions"), dysmenorrhoea ("painful menstrual bleedings"), fatigue ("tiredness"), the third episode of arthralgia ("knee and elbow pain"), back pain ("back pain / too much pains in lumbar"), abdominal pain ("abdominal pain"), bone pain ("bone pain"), the second episode of pain ("generalized pain") and musculoskeletal pain ("shoulder pain") and was found to have blood urine present (seriousness criterion medically significant). The patient was treated with ibuprofen, metamizole magnesium (nolotil), tramadol and surgery (essure was removed on (B)(6) 2016 and submitted to a surgery to remove uterus). Essure (ess205) was removed on (B)(6) 2016. On (B)(6) 2016, the pelvic pain, genital haemorrhage, abdominal distension, migraine, nausea, myalgia, food intolerance, vomiting, headache, alopecia and polymenorrhoea had resolved. At the time of the report, the gastrointestinal injury, device dislocation, blood urine present, dysmenorrhoea, fatigue, the last episode of arthralgia, back pain, abdominal pain, bone pain and the last episode of pain had resolved, the device breakage, embedded device, swelling, urinary tract infection, tachycardia, uterine spasm and dyspepsia outcome was unknown and the injury and musculoskeletal pain had not resolved. The reporter considered abdominal distension, abdominal pain, alopecia, back pain, blood urine present, bone pain, device breakage, device dislocation, dysmenorrhoea, dyspepsia, embedded device, fatigue, food intolerance, gastrointestinal injury, genital haemorrhage, headache, injury, migraine, musculoskeletal pain, myalgia, nausea, pelvic pain, polymenorrhoea, swelling, tachycardia, urinary tract infection, uterine spasm, vomiting, the first episode of arthralgia, the first episode of pain, the second episode of arthralgia, the second episode of pain and the third episode of arthralgia to be related to essure (ess205). The reporter commented: she reported that 5 years after the product implantation, she started with the first events, which prevented her to perform the simplest activities. After radiography it was found that she has implanted 3 devices instead of 2, and they commented her that nothing was wrong if more than 2 devices were placed; one essure migrated to the bowel, and each time she sneeze the product was stuck and she also commented that this was the cause of the blood in stools and urine. Furthermore the patient referred that in september she underwent a surgery to remove the device and since that date she has never presented the reported events again. She reported to have increased weight because she can eat everything. In addition, she presented urine infections and menstrual bleedings of among 10 and 15 days, therefore, she had to swallow until 8 pills daily. Patient commented that later, she was informed about she had three devices, one in each fallopian tube and one additional in the bowel, she underwent a surgery; however she continued with shoulder pain, she attended a consultation and was informed that she had a product remain in the uterus. It was reported that the patient had to undergo a second surgery diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.7 kg/sqm. Abdominal x-ray - on an unknown date: results: has implanted 3 devices instead of 2. Quality-safety evaluation of ptc: samples are not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we can not exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on (B)(6) 2018: the consumer referred that in 2010 she started to present digestive problems, and hip pain and later pain in all the joints. In addition, she presented urine infections and menstrual bleedings of among 10 and 15 days, therefore, she had to swallow until 8 pills daily. She commented that later, she was informed about she had three devices, one in each fallopian tube and one additional in the bowel, she underwent a surgery; however she continued with shoulder pain, she attended a consultation and was informed that she had a product remain in the uterus. It was reported that the patient had to undergo a second surgery. The event ¿uncontrolled menstrual periods¿ was updated to ¿uncontrolled menstrual periods/ menstrual bleedings of among 10 and 15 days¿. Incident no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformance's data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of injury ("she has been suffering for 10 years and with wrong diagnosis, essure has mutilated her a part of a healthy limb"), pelvic pain ("chronic pelvic pain") and genital haemorrhage ("hemorrhages with clots") in an adult female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device use issue "three essure devices were inserted" from 2009 to 20-sep-2016. The patient's past medical history included vena cava thrombosis in 1995. On (B)(6) 2005, the patient had essure (ess205) inserted. In 2007, the patient experienced injury (seriousness criteria medically significant and intervention required). In 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal distension ("exaggerated abdominal swelling"), migraine ("migraines"), nausea ("nausea"), the first episode of arthralgia ("joint pain"), myalgia ("muscle pain"), pain ("pain nos"), food intolerance ("intolerance to food"), vomiting ("vomiting"), headache ("headaches"), alopecia ("hair loss") and menstrual disorder ("uncontrolled menstrual periods"). On an unknown date, the patient experienced the second episode of arthralgia ("hip pain"), swelling ("swelling"), urinary tract infection ("urinary infections"), tachycardia ("chronic tachycardia") and uterine contractions abnormal ("uterine contractions"). The patient was treated with ibuprofen, metamizole magnesium (nolotil), tramadol, surgery (essure was removed on (B)(6) 2016). Essure (ess205) was removed on (B)(6) 2016. On (B)(6) 2016, the pelvic pain, genital haemorrhage, abdominal distension, migraine, nausea, myalgia, pain, food intolerance, vomiting, headache, alopecia and menstrual disorder had resolved. At the time of the report, the injury had not resolved and the last episode of arthralgia, swelling, urinary tract infection, tachycardia and uterine contractions abnormal outcome was unknown. The reporter considered abdominal distension, alopecia, food intolerance, genital haemorrhage, headache, injury, menstrual disorder, migraine, myalgia, nausea, pain, pelvic pain, swelling, tachycardia, urinary tract infection, uterine contractions abnormal, vomiting, the first episode of arthralgia and the second episode of arthralgia to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22 kg/sqm. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term. In this particular case a search in the database was performed on (B)(6) 2018 for the following meddra preferred terms: pelvic pain: the analysis in the global safety database revealed 11461 cases. Injury: the analysis in the global safety database revealed 20 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pts. Quality-safety evaluation of ptc: samples are not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we can not exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confimed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on (B)(6) 2018: events: swelling, urinary infections, chronic tachycardia, uterine contractions were added. Essure start date was informed as 2006. On 30-may-2018: patient's initials added. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain"), gastrointestinal injury ("one essure migrated to the bowel and was lodged there. Each time she sneeze, essure was stuck"), device dislocation ("one essure migrated to the bowel and was lodged there"), device breakage ("she has essure remains in her uterus"), embedded device ("she has essure remains in her uterus"), injury ("she has been suffering for 10 years and with wrong diagnosis, essure has mutilated her a part of a healthy limb"), genital haemorrhage ("hemorrhages with clots") and blood urine present ("blood in urine") in a 44-year-old female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device use issue "three essure devices were inserted / she has implanted 3 devices instead of 2" from 2009 to 20-sep-2016. The patient's past medical history included vena cava thrombosis in 1995. On (B)(6) 2005, the patient had essure (ess205) inserted. In 2007, the patient experienced injury (seriousness criteria medically significant and intervention required). In 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal distension ("exaggerated abdominal swelling"), migraine ("migraines"), nausea ("nausea"), the first episode of arthralgia ("joint pain"), myalgia ("muscle pain"), the first episode of pain ("pain nos"), food intolerance ("intolerance to food"), vomiting ("vomiting"), headache ("headaches"), alopecia ("hair loss") and menstrual disorder ("uncontrolled menstrual periods"). On an unknown date, the patient experienced gastrointestinal injury (seriousness criteria medically significant and intervention required) with haematochezia, device dislocation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), blood urine present (seriousness criterion medically significant), the second episode of arthralgia ("hip pain"), swelling ("swelling"), urinary tract infection ("urinary infections"), tachycardia ("chronic tachycardia"), uterine spasm ("uterine contractions"), dysmenorrhoea ("painful menstrual bleedings"), fatigue ("tiredness"), the third episode of arthralgia ("knee and elbow pain"), back pain ("back pain / too much pains in lumbar"), abdominal pain ("abdominal pain"), bone pain ("bone pain") and the second episode of pain ("generalized pain"). The patient was treated with ibuprofen, metamizole magnesium (nolotil), tramadol, surgery (essure was removed on (B)(6) 2016) and surgery (submitted to a surgery to remove uterus). Ess205 was removed on (B)(6) 2016. On (B)(6) 2016, the pelvic pain, genital haemorrhage, abdominal distension, migraine, nausea, myalgia, food intolerance, vomiting, headache, alopecia and menstrual disorder had resolved. At the time of the report, the gastrointestinal injury, device dislocation, blood urine present, dysmenorrhoea, fatigue, the last episode of arthralgia, back pain, abdominal pain, bone pain and the last episode of pain had resolved, the device breakage, embedded device, swelling, urinary tract infection, tachycardia and uterine spasm outcome was unknown and the injury had not resolved. The reporter considered abdominal distension, abdominal pain, alopecia, back pain, blood urine present, bone pain, device breakage, device dislocation, dysmenorrhoea, embedded device, fatigue, food intolerance, gastrointestinal injury, genital haemorrhage, headache, injury, menstrual disorder, migraine, myalgia, nausea, pelvic pain, swelling, tachycardia, urinary tract infection, uterine spasm, vomiting, the first episode of arthralgia, the first episode of pain, the second episode of arthralgia, the second episode of pain and the third episode of arthralgia to be related to essure (ess205). The reporter commented: she reported that 5 years after the product implantation, she started with the first events, which prevented her to perform the simplest activities. After radiography it was found that she has implanted 3 devices instead of 2, and they commented her that nothing was wrong if more than 2 devices were placed; one essure migrated to the bowel, and each time she sneeze the product was stuck and she also commented that this was the cause of the blood in stools and urine. Furthermore the patient referred that in september she underwent a surgery to remove the device and since that date she has never presented the reported events again. She reported to have increased weight because she can eat everything. Follow-up of (B)(6) 2018: the patient commented that on (B)(6) 2016 she underwent a bilateral salpingectomy. She referred to continue with essure remains in her uterus; therefore she had to be submitted to a surgery to remove her uterus. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.7 kg/sqm. Quality-safety evaluation of ptc: samples are not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we can not exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confimed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 23-oct-2018: she has essure remains in her uterus, she had to be submitted to a surgery to remove her uterus. Reporter causality comment field updated. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain'), gastrointestinal injury ('one essure migrated to the bowel and was lodged there. Each time she sneeze, essure was stuck'), device dislocation ('one essure migrated to the bowel and was lodged there'), device breakage ('she has essure remains in her uterus'), embedded device ('she has essure remains in her uterus'), injury ('she has been suffering for 10 years and with wrong diagnosis, essure has mutilated her a part of a healthy limb'), genital haemorrhage ('hemorrhages with clots') and blood urine present ('blood in urine') in a 44-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device use issue "three essure devices were inserted / she has implanted 3 devices instead of 2" from (B)(6) 2005 to (B)(6) 2016. The patient's medical history included vena cava thrombosis in 1995. On (B)(6) 2005, the patient had essure (ess205) inserted. In 2007, the patient experienced injury (seriousness criterion intervention required). In 2009, the patient experienced pelvic pain (seriousness criterion intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal distension ("exaggerated abdominal swelling"), migraine ("migraines"), nausea ("nausea"), painful joints ("joint pain, hip, knee and elbow pain"), myalgia ("muscle pain"), pain ("pain generalized"), food intolerance ("intolerance to food"), vomiting ("vomiting"), headache ("headaches"), alopecia ("hair loss") and polymenorrhagia ("uncontrolled menstrual periods/ menstrual bleedings of among 10 and 15 days"). In 2010, the patient experienced urinary tract infection ("urinary infections"), dysmenorrhoea ("painful menstrual bleedings"), fatigue ("tiredness") and dyspepsia ("digestive problems"). On an unknown date, the patient experienced gastrointestinal injury (seriousness criterion intervention required) with haematochezia, device dislocation (seriousness criterion intervention required), device breakage (seriousness criteria medically significant and intervention required), embedded device (seriousness criterion intervention required), swelling ("swelling"), tachycardia ("chronic tachycardia"), uterine spasm ("uterine contractions"), back pain ("back pain / too much pains in lumbar"), abdominal pain ("abdominal pain"), bone pain ("bone pain") and shoulder pain ("shoulder pain") and was found to have blood urine present (seriousness criterion medically significant). The patient was treated with ibuprofen, metamizole magnesium (nolotil), tramadol and surgery (essure was removed on (B)(6) 2016 and submitted to a surgery to remove uterus). Essure (ess205) was removed on (B)(6) 2016. On (B)(6) 2016, the pelvic pain, genital haemorrhage, abdominal distension, migraine, nausea, painful joints, myalgia, pain, food intolerance, vomiting, headache, alopecia and polymenorrhagia had resolved. At the time of the report, the gastrointestinal injury, device dislocation, blood urine present, dysmenorrhoea, fatigue, back pain, abdominal pain and bone pain had resolved, the device breakage, embedded device, swelling, urinary tract infection, tachycardia, uterine spasm and dyspepsia outcome was unknown and the injury and shoulder pain had not resolved. The reporter considered abdominal distension, abdominal pain, alopecia, back pain, blood urine present, bone pain, device breakage, device dislocation, dysmenorrhoea, dyspepsia, embedded device, fatigue, food intolerance, gastrointestinal injury, genital haemorrhage, headache, injury, migraine, myalgia, nausea, pain, painful joints, pelvic pain, polymenorrhagia, swelling, tachycardia, urinary tract infection, uterine spasm, vomiting and shoulder pain to be related to essure (ess205). The reporter commented: she reported that 5 years after the product implantation, she started with the first events, which prevented her to perform the simplest activities. After radiography it was found that she has implanted 3 devices instead of 2, and they commented her that nothing was wrong if more than 2 devices were placed; one essure migrated to the bowel, and each time she sneeze the product was stuck and she also commented that this was the cause of the blood in stools and urine. Furthermore the patient referred that in september she underwent a surgery to remove the device and since that date she has never presented the reported events again. She reported to have increased weight because she can eat everything. In addition, she presented urine infections and menstrual bleedings of among 10 and 15 days, therefore, she had to swallow until 8 pills daily. Patient commented that later, she was informed about she had three devices, one in each fallopian tube and one additional in the bowel, she underwent a surgery; however she continued with shoulder pain, she attended a consultation and was informed that she had a product remain in the uterus. It was reported that the patient had to undergo a second surgery. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.7 kg/sqm. Abdominal x-ray - on an unknown date: has 3 devices implanted instead of 2. Hysteroscopy - on (B)(6) 2005: essure insertion lasted for 10 minutes (later found on x-ray: 3 instead of 2 devices were implanted). Quality-safety evaluation of ptc: samples are not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we can not exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confimed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 21-mar-2022: no new information received, update to imdrf/FDA codes only. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
The below report was received by health authority aemps reference number: (B)(4) on 12-sep-2016. The most recent information was received on 22-apr-2022. This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of pelvic pain ("chronic pelvic pain"), gastrointestinal injury ("one essure migrated to the bowel and was lodged there. Each time she sneeze, essure was stuck"), device dislocation ("one essure migrated to the bowel and was lodged there"), device breakage ("she has essure remains in her uterus"), embedded device ("she has essure remains in her uterus"), injury ("she has been suffering for 10 years and with wrong diagnosis, essure has mutilated her a part of a healthy limb"), genital haemorrhage ("hemorrhages with clots") and blood urine present ("blood in urine") in a 44 year-old female patient who had essure (ess205) inserted for female sterilisation. Additional non-serious events are detailed below. Other product or product use issues identified: inappropriate insertion of multiple contraceptive devices ("three essure devices were inserted / she has implanted 3 devices instead of 2" from (B)(6) 2005 to (B)(6) 2016). The patient had a medical history of vena cava thrombosis in 1995. On (B)(6) 2005, the patient had essure (ess205) inserted. In 2007 she experienced injury (seriousness criterion intervention required). In 2009 she experienced pelvic pain (seriousness criterion intervention required), genital haemorrhage (seriousness criterion medically important), abdominal distension ("exaggerated abdominal swelling"), migraine ("migraines"), nausea ("nausea"), painful joints ("joint pain, hip, knee and elbow pain"), myalgia ("muscle pain"), pain ("pain generalized"), food intolerance ("intolerance to food"), vomiting ("vomiting"), headache ("headaches"), alopecia ("hair loss") and polymenorrhagia ("uncontrolled menstrual periods/ menstrual bleedings of among 10 and 15 days"). In 2010 she experienced urinary tract infection ("urinary infections"), dysmenorrhoea ("painful menstrual bleedings"), fatigue ("tiredness") and dyspepsia ("digestive problems"). Essure (ess205) was removed on (B)(6) 2016. An unknown time later she experienced gastrointestinal injury (seriousness criterion intervention required) with haematochezia, device dislocation (seriousness criterion intervention required), device breakage (seriousness criteria medically important and intervention required), embedded device (seriousness criterion intervention required), swelling ("swelling"), tachycardia ("chronic tachycardia"), uterine spasm ("uterine contractions"), back pain ("back pain / too much pains in lumbar"), abdominal pain ("abdominal pain"), bone pain ("bone pain") and shoulder pain ("shoulder pain") and was found to have blood urine present (seriousness criterion medically important). The patient was treated with ibuprofen, nolotil [metamizole magnesium] and tramadol as well as surgery (essure was removed on (B)(6) 2016 and submitted to a surgery to remove uterus). On (B)(6) 2016, the pelvic pain, genital haemorrhage, abdominal distension, migraine, nausea, painful joints, myalgia, pain, food intolerance, vomiting, headache, alopecia and polymenorrhagia had resolved. At the time of the report, the gastrointestinal injury, device dislocation, blood urine present, dysmenorrhoea, fatigue, back pain, abdominal pain and bone pain had resolved and the injury and shoulder pain had not resolved. The outcomes for device breakage, embedded device, swelling, urinary tract infection, tachycardia, uterine spasm and dyspepsia were unknown. The reporter considered abdominal distension, abdominal pain, alopecia, painful joints, shoulder pain, back pain, blood urine present, bone pain, device breakage, device dislocation, dysmenorrhoea, dyspepsia, embedded device, fatigue, food intolerance, gastrointestinal injury, genital haemorrhage, headache, injury, migraine, myalgia, nausea, pain, pelvic pain, polymenorrhagia, swelling, tachycardia, urinary tract infection, uterine spasm and vomiting to be related to essure (ess205) administration. The reporter commented: she reported that 5 years after the product implantation, she started with the first events, which prevented her to perform the simplest activities. After radiography it was found that she has implanted 3 devices instead of 2, and they commented her that nothing was wrong if more than 2 devices were placed; one essure migrated to the bowel, and each time she sneeze the product was stuck and she also commented that this was the cause of the blood in stools and urine. Furthermore the patient referred that in (B)(6) she underwent a surgery to remove the device and since that date she has never presented the reported events again. She reported to have increased weight because she can eat everything. In addition, she presented urine infections and menstrual bleedings of among 10 and 15 days, therefore, she had to swallow until 8 pills daily. Patient commented that later, she was informed about she had three devices, one in each fallopian tube and one additional in the bowel, she underwent a surgery; however she continued with shoulder pain, she attended a consultation and was informed that she had a product remain in the uterus. It was reported that the patient had to undergo a second surgery. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 22.656 kg/sqm. [Abdominal x-ray] (date unknown): has 3 devices implanted instead of 2. [Hysteroscopy] on (B)(6) 2005: essure insertion lasted for 10 minutes (later found on x-ray: 3 instead of 2 devices were implanted). Quality-safety evaluation of ptc: for essure (ess205): no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 22-apr-2022: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of injury ("she has been suffering for 10 years and with wrong diagnosis, essure has mutilated her a part of a healthy limb"). In 2007, the patient experienced injury (seriousness criteria medically significant and clinically significant/intervention required). At the time of the report, the injury had not resolved. The reporter considered injury to be related to essure (ess205). Most recent follow-up information incorporated above includes: on 13-mar-2017: this report was published on (B)(6) and is a response of a petition for signatures requested by a consumer. The patient commented that "she has been suffering for 10 years and with wrong diagnosis, essure has mutilated her a part of a healthy limb" (added as new event). Company causality comment: this spontaneous non-medically confirmed case report refers to a (B)(6) female consumer who had essure (fallopian tube occlusion insert) inserted and had hemorrhages with clots (seen as genital bleeding) and chronic pelvic pain. It was also reported that she has been suffering for 10 years and with wrong diagnosis, essure has mutilated her a part of a healthy limb (considered as injury nos). Essure was removed. The events are anticipated in the reference safety information for essure. After essure insertion, genital bleeding and pelvic pain may occur. Given the nature of the reported events and lack of alternative explanation, a causal relationship with essure cannot be excluded. With regards to the event injury, although the exact nature was not provided, as the consumer mentioned that essure has contributed to it, a causal relationship cannot be excluded. Non-serious events were also reported. This case was regarded as incident because device removal was required. According to the product technical analysis, product quality defect could not be confirmed but is considered plausible. No further information is expected.

Event description:
This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("chronic pelvic pain") and genital haemorrhage ("hemorrhages with clots") in a (B)(6) female patient who received essure (ess205). The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device use issue "three essure devices were inserted". The patient's past medical history included vena cava thrombosis. On (B)(6) 2005, the patient started essure (ess205). In 2009, the patient experienced pelvic pain (seriousness criteria medically significant and clinically significant/intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal distension ("exaggerated abdominal swelling"), migraine ("migraines"), nausea ("nausea"), arthralgia ("joint pain"), myalgia ("muscle pain"), pain ("pain nos"), food intolerance ("intolerance to food"), vomiting ("vomiting"), headache ("headaches"), alopecia ("hair loss") and menstrual disorder ("uncontrolled menstrual periods"). The patient was treated with ibuprofen, metamizole magnesium (nolotil), tramadol and surgery (essure was removed on (B)(6) 2016). Essure (ess205) was withdrawn. On (B)(6) 2016, the pelvic pain, genital haemorrhage, abdominal distension, migraine, nausea, arthralgia, myalgia, pain, food intolerance, vomiting, headache, alopecia and menstrual disorder had resolved. The reporter considered pelvic pain, genital haemorrhage, abdominal distension, migraine, nausea, arthralgia, myalgia, pain, food intolerance, vomiting, headache, alopecia and menstrual disorder to be related to essure (ess205). The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 11-jan-2017 for the following meddra preferred term: pelvic pain. The analysis in the global safety database revealed 2016 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Quality-safety evaluation of ptc: ptc global number (B)(4). Based on attached events information, patient had 3 devices inserted no other event mentions a quality defect or device malfunction. Samples are not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record we are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we can not exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. Based on the available information a product quality defect could not be confirmed but is considered plausible. Based on the provided information the defect type corresponds to the following meddra llt: inappropriate device therapy. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. The reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 10-jan-2017: quality safety evaluation received. Company causality comment: this spontaneous non-medically confirmed case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and had hemorrhages with clots (seen as genital bleeding) and chronic pelvic pain. Essure was removed. The events are anticipated in the reference safety information for essure. After essure insertion, genital bleeding and pelvic pain may occur. Given the nature of the reported events and lack of alternative explanation, a causal relationship with essure cannot be excluded. Non-serious events were also reported. This case was regarded as incident because device removal was required. According to the product technical analysis, product quality defect could not be confirmed but is considered plausible. No further information is expected.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of injury ("she has been suffering for 10 years and with wrong diagnosis, essure has mutilated her a part of a healthy limb"), pelvic pain ("chronic pelvic pain") and genital haemorrhage ("hemorrhages with clots") in a (B)(6) female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device use issue "three essure devices were inserted" from 2009 to (B)(6) 2016. The patient's past medical history included vena cava thrombosis in 1995. On (B)(6) 2005, the patient had essure (ess205) inserted. In 2007, the patient experienced injury (seriousness criteria medically significant and intervention required). In 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal distension ("exaggerated abdominal swelling"), migraine ("migraines"), nausea ("nausea"), arthralgia ("joint pain"), myalgia ("muscle pain"), pain ("pain nos"), food intolerance ("intolerance to food"), vomiting ("vomiting"), headache ("headaches"), alopecia ("hair loss") and menstrual disorder ("uncontrolled menstrual periods"). The patient was treated with ibuprofen, metamizole magnesium (nolotil), tramadol, surgery (essure was removed on (B)(6) 2016) and surgery (essure was removed on (B)(6)2016). Essure (ess205) was removed on (B)(6) 2016. On (B)(6) 2016, the pelvic pain, genital haemorrhage, abdominal distension, migraine, nausea, arthralgia, myalgia, pain, food intolerance, vomiting, headache, alopecia and menstrual disorder had resolved. At the time of the report, the injury had not resolved. The reporter considered abdominal distension, alopecia, arthralgia, food intolerance, genital haemorrhage, headache, injury, menstrual disorder, migraine, myalgia, nausea, pain, pelvic pain and vomiting to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(6). The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 02-may-2017 for the following meddra preferred term: pelvic pain. The analysis in the global safety database revealed 2760 cases. Injury. The analysis in the global safety database revealed 3 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Quality-safety evaluation of ptc: samples are not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we can not exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 27-apr-2017: updated quality safety evaluation of ptc. Company causality comment: this spontaneous non-medically confirmed case report refers to a (B)(6) female consumer who had essure (fallopian tube occlusion insert) inserted and had hemorrhages with clots (seen as genital bleeding) and chronic pelvic pain. It was also reported that she has been suffering for 10 years and with wrong diagnosis, essure has mutilated her a part of a healthy limb (considered as injury nos). Essure was removed. The events are anticipated in the reference safety information for essure. After essure insertion, genital bleeding and pelvic pain may occur. Given the nature of the reported events and lack of alternative explanation, a causal relationship with essure cannot be excluded. With regards to the event injury, although the exact nature was not provided, as the consumer mentioned that essure has contributed to it, a causal relationship cannot be excluded. Non-serious events were also reported. This case was regarded as incident because device removal was required. According to the product technical analysis, product quality defect could not be confirmed but is considered plausible. No further information is expected.